Event description:
It was reported by the customer that they were experiencing an issue during an injection; the spinal needle would not allow the medication to deploy, even after attempting to reinsert the stylet into the needle. No information was received regarding a serious injury as a result of this product issue.